Manufacturer narrative:
The investigation has been completed for pump not detected. The console was not returned for further investigation. There were no apparent issues with the pump detection mechanism after the complaint date. The root cause of the pump detection issues was most likely due to the epm crystal issue, which did not resolve after the epm sau reset (mitigation). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 for mechanical circulatory support. The automated impella controller (aic) was unable to recognize the pump. Both cable connections were disconnected and reconnected without success; impella cable changed without success. The console was replaced to address the issue. No patient harm reported.